Manufacturer narrative:
Adverse event problem: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported through the research article ¿three-month outcomes after the implantation of two heartmate 3 devices in total artificial heart configuration¿ that heartmate 3 (hm3) may be associated with bleeding, adverse neurological events, sepsis, respiratory failure, multi-system organ failure (msof), pump thrombosis, pump stop, and death. This retrospective study evaluated 15 patients who were implanted with two hm3s in a total artificial heart configuration between (B)(6) 2017 and (B)(6) 2020. These patients were followed up with for three months for adverse events and outcome data. No surgical complications occurred during the implants. Six patients required a re-thoracotomy due to bleeding. One patient had a thrombus from an intraoperatively explanted extracorporeal membrane oxygenator (ECMO) drawn into the hm3 implanted as the right ventricular assist device (rvad); this caused a pump stop. The thrombus was emergently removed; however, the patient developed hypoxic brain damage while circulation was reestablished following thrombus removal. Another patient also reportedly experienced rvad thrombosis and received lysis treatment. 8 out of 15 patients survived 30 days post-implant. 6 patients survived 3 months post-implant. The causes of the 9 deaths were reported as follows: 7 patients had sepsis that led to msof, and 2 patients had neurological damage, specifically a cerebral bleed and hypoxia. Other various adverse events were also reported. Bleeding was reported: 3 patients experienced epistaxis, 2 patients experienced a gastrointestinal (gi) bleed, and 2 patients experienced ECMO-related groin bleeding. 8 patients experienced respiratory failure. A total of 8 patients experienced msof. One patient experienced an ECMO-related groin infection. One patient experienced delirium and non-occlusive mesenteric ischemia. At the end of follow-up, five patients were discharged. Two patients remain on the device, and 4 underwent a successful heart transplant procedure. This report captures rvad adverse events and pump thrombosis that required lysis treatment. Related manufacturer report numbers: lvad serious injury report MFR # 2916596-2023-01979; lvad death report MFR # 2916596-2023-01980; rvad death report MFR # 2916596-2023-01983.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Section h6: health effect - clinical code: 4592 - delirium. Manufacturer's investigation conclusion: a specific cause for the reported infections and sepsis could not be conclusively determined. Additionally, the report of rvad thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between the heartmate (hm) 3 devices and the reported events could not be conclusively determined through this evaluation. The research abstract (see attached) titled ¿three-month outcomes after the implantation of two hm 3 devices in total artificial heart configuration¿ investigated the three-month outcomes of patients treated by cardiectomy and placement of two heartmate (hm) 3 left ventricle assist devices (lvads) in a total artificial heart (tah) configuration. This retrospective study included 15 patients who underwent hm3 tah implantations, due to severe biventricular heart failure, between jan2017 and aug2020 at three international institutions. Follow up evaluations were conducted three months after the initial implantation during which time, survival and adverse event data was collected and analyzed. It was reported that intraoperatively, six patients required re-thoracotomy due to bleeding. Other postoperative adverse events included gastrointestinal (gi) bleeding, epistaxis, extracorporeal membrane oxygenation (ECMO) associated bleeding in the groin, infection, and sepsis. Eight patients experienced respiratory failure and/or multi-system organ failure; one patient experienced delirium and non-occlusive mesenterial ischemia (nomi); one patient experienced a groin infection status post (sp) ECMO therapy; and one patient displayed symptoms of right ventricular assist device (rvad) thrombosis that required lysis treatment. The study concluded that the implantation of two hm3 devices in a tah configuration is a last resort and off-label concept in cases of extreme biventricular heart failure. In a diligently selected patient cohort, the hm3 tah implantation is a feasible method to increase the chance of survival in a severely ill patient cohort and successfully bridge patients to heart transplantation that otherwise would have expired. The hm3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. It was reported that the hm3 devices were used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), sepsis, infection (local, driveline, and pump pocket), and neurological events (not stroke related), that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. This section also lists infection, thromboembolism, and neurological dysfunction as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.